Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10: device code.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. No additional adverse patient effects were reported. This event is deemed non-reportable as per additional information indicated that the patient was being upgraded from dual pacing system to a biventricular pacing system. However, the left sided access was determined to be occluded and thus unattainable; hence, a brand-new system was implanted on the right side rendering the existing left sided pacemaker and leads abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. No additional adverse patient effects were reported.